Event description:
Revision surgery was performed to remove the subject bipolar hip head liner component as well as a bipolar shell and subject of the same internal reference. Revision surgery was reportedly due to dislocation of the components.

Manufacturer narrative:
H3- the returned device was dimensionally inspected for spherical diameter and found to meet spec requirements. Add'l dimensional inspection could not be performed due to distortion which resulted from removal from bipolar shell prior to return to jjpi. No further investigation is planned.